Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and prime alarmed during prime test due to faulty force sensor. The insulin pump was unable to perform occlusion and excessive no delivery test due to motor error and prime alarm. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube near reservoir tube window.

Event description:
It was reported that the customer received a motor error alarm and a compromised force sensor system alarm afterwards. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer also stated that insulin was squirting out during the manual prime process. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.